Event description:
It was reported that the patient experienced inadequate pain coverage. The device did not cover the patient's pain completely. There was determined to be a lead related issue. The lead had migrated. The lead was replaced. Following replacement the patient had good pain coverage.